Event description:
It was reported that, noise resulting in oversensing, inappropriate automatic mode switch, decreased sensing, and loss of capture were observed on the right atrial (ra) lead. No intervention has been performed. The patient was stable.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.